Event description:
It was reported that pump screen was scratched, which made the display difficult to read. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.